Event description:
Reportedly, the pt was seen on (B)(6) 2012, the battery impedance of the pacemaker involved in this MDR report was at 5.88 kohm and the time to elective replacement indicator (eri) was indicated for 5+/-1 months later. A visit was planned for 3 months later, settings were not modified during this visit. During the follow-up dated (B)(6) 2013, the device could be interrogated but eri was reached; the battery impedance was at 14 kohm. The device was explanted early april and will be returned for analysis. An explanation was requested concerning the time to eri of 5 months while the device has reached eri 3 months later.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.